Event description:
It was reported that during retrieval of a vena cava filter, the cone of the retrieval device had crossed legs and would not open completely. After a brief attempt to use this cone, the device was removed and another cone was used. No patient injury was reported.

Manufacturer narrative:
The DHR was reviewed and confirmed that the lot met all release criteria. The sample was returned for evaluation. Upon inspection, there was one fully detached claw bent inward at approximately 45 degrees and it was piercing the urethane cone within the opposite pedal. There was a slot that was 2.5mm in length and runs parallel to the petal where the claw protrudes through the urethane cone. Both adjacent claws to the bent claw were partially detached from the cone. Two of the remaining claws near the opposite petal were also partially detached. Attempted to retract one cone back into the y-body and the protruding claw was emerging at approximately 60 degrees to the catheter axis. The claw hangs up on the edge of the y-body. The cone cannot be fully retracted as received. The result of the investigation was confirmed for a bent claw and detached claws, root cause unk. It is unk if patient and/or procedural issues contributed to this event.